Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to an unknown reason. A new lead was implanted and no additional adverse patient effects were reported. Further information was requested but all of the attempts were unsuccessful.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.